Event description:
The customer reported that the knife blade was stuck and would not retract. There was no injury to the patient. No further details are available. Upon receipt for investigation the blade of the device was fully deployed with jaws open.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found that the knife blade was fully advanced while the jaws were open. The customer reported that the knife blade was stuck and would not retract. The reported condition was confirmed. The investigation found the device had been assembled without a spindle pin. Without the spindle pin, the knife was free to slide within the device. The investigation identified the root cause of the reported event to be a missing component due to an assembly error. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.